Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported false positive results of five patient samples with the anti-b of ih-card abo/d(dvi-)+rev.a1, b when used on ih-1000. Three patient samples showed the false positive result on (B)(6) 2020 and two samples on (B)(6) 2020. But due to the discrepancy between forward and reverse typing the ih-1000 stated "abo not interpretable" and no incorrect results were released. The customer retested manually for abo blood grouping and yielded the correct blood groups. The customer did not see any false positive reaction with anti-b in the manual tests. The customer did not return the supposedly defective product for investigational testing, but five patient samples labeled as (B)(6) that had caused false positive test results and she returned also the images of the ih-1000. Therefore our quality control laboratory tested the patient samples with their retention sample of the supposedly defective lot on ih-1000. Sample #2, #3 and #4 resulted in blood group o and sample #5 and #6 showed blood group a. All samples were rh(d) positive. Additionally the retention sample was tested with donor samples. Again, all positive and negative reactions were correct. We did not observe any false positive reaction. The retention sample of ih-card abo/d(dvi-)+rev.a1, b was also visually checked for correct sealing, homogeneous gel, visible supernatant and the absence of gel splashes. All acceptance criteria were met. The images of false positive results provided by the customer confirm his claim. The complaint is classified as confirmed - upp (unexpected product performance). However, testing of our quality control laboratory confirmed the allegedly defective lot of ih-card abo/d(dvi-)+rev.a1, b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The cause of the false positive reactions at the customer's site remained currently unknown.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported false positive results of five patient samples with the anti-b of ih-card abo/d(dvi-)+rev.a1, b when used on ih-1000. Three patient samples showed the false positive result on (B)(6) 2020 and two samples on (B)(6) 2020. But due to the discrepancy between forward and reverse typing the ih-1000 stated "abo not interpretable" and no incorrect results were released. The customer retested manually for abo blood grouping and yielded the correct blood groups. The customer did not see any false positive reaction with anti-b in the manual tests. The customer did neither return the supposedly defective product for investigational testing nor the patient samples that had caused false positive test results. The investigation of our quality control laboratory is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.